Event description:
It was reported that there were four nasogastric tubes that did not have centimeter number markings on it, but there were only dots.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. The potential root cause for this failure could be ¿the ribbon jams in the machine end of the ribbon.". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number and lot number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that there were four nasogastric tubes that did not have centimeter number markings on it, but there were only dots.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.